Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported check clutch/ plunger lever error and force sensor test errors were evidenced in the event history log (ehl). The errors were not reproduced during testing. The investigation concluded that the reported errors occurred because the customer released the clutch during an infusion. A user interface issue was therefore established as the root cause. The force sensor was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited the following alarms: force sensor failure and check clutch/plunger. There was no patient involvement.